Manufacturer narrative:
It has been communicated by the distributor, the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor, (B)(4). Device not yet received by manufacturer.

Event description:
It was reported during an unknown that patient procedure that the offset reamer handle broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned complete to (B)(4) for evaluation and the reported event was confirmed. The power adaptor had broken off at the proximal end. The observed deformation at the fracture sight indicated an overload of forces applied to this device. There were many signs of wear and material deformation on the broken off power adaptor. Scratches, gouges and nicks were observed throughout the rest of the instrument, as well as wear at the cardan joints which is consistent with substantial use. (B)(4) instructions for use (IFU) instruct users "manual surgical instruments have a limited life - span which is generally determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations." A manufacturing review was performed and there were zero (0) discrepancies found. In summary, the reported event is attributed to wear and an overload of force. No further investigation is required.